Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that ipg depleted prematurely. As a result, patient underwent surgical intervention where in the ipg was explanted and replaced.